Manufacturer narrative:
As reported, during a unilateral inguinal hernia repair, while opening the packaging, a "damaged" 3dmax mesh was discovered. The subject device was not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a unilateral inguinal hernia repair procedure, upon opening the packaging, a "damaged" 3dmax mesh was discovered. However, the outer packaging was found intact with no leaks and within its expiration date. Another mesh was used to complete the procedure. There was no patient injury.